Manufacturer narrative:
Qn# (B)(4). Associated MDR#s 3006425876-2022-01050; 3006425876-2022-01049.

Event description:
It was reported during insertion into the jugular "the feeling of an obstruction" was noted because the guidewire was kinked in the front. It was also reported the dilator was frayed. The problem was noted only when moving the dilator. No patient harm was reported. A new cvc kit was used.

Event description:
It was reported during insertion into the jugular "the feeling of an obstruction" was noted because the guidewire was kinked in the front. It was also reported the dilator was frayed. The problem was noted only when moving the dilator. No patient harm was reported. A new cvc kit was used.

Manufacturer narrative:
(B)(4), associated MDR#s 3006425876-2022-01050; 3006425876-2022-01049. The customer returned one dilator, guide wire, and product lidstock for analysis. Definite signs of use were observed on the components. Visual analysis revealed that the dilator tip was deformed and frayed. The damage appears consistent with undue force being applied to the dilator during an attempted insertion. The overall length of the dilator measured 103mm which is within the specification limits of 95.2mm - 108mm per the product drawing. The outer diameter of the dilator measured 3.0118mm which is within the specification limits of 2.97mm - 3.05mm per the product drawing. The dilator was functionally tested per the instructions for use provided with the kit, which states, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The returned guide wire was threaded through the dilator, and the undamaged portions passed with little to no resistance." A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection confirmed the dilator tip was deformed and torn. The appearance of this damage is consistent with undue force being applied on the dilator during insertion. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.